Manufacturer narrative:
On march 22, 2019 it was identified that: the incorrect manufacturing location was documented under this manufacturer report number (1415939-2017-00093). A new manufacturer report (number 1628664-2019-00245) has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided further investigation of the customer issue included a review of the complaint text, inhouse testing, instrument log review, a search for similar complaints, and a review of labeling. Returned material was available but not returned. The assay files were successfully calibrated and each validity control replicate generated was within the established ranges demonstrating the reagent lot is performing within specification. A review of the instrument logs confirmed that an error code was generated during the timeframe the customer generated the discrepant result. This error could indicate the presence of bubbles, foam, or fibrin in the sample. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the clinical chemistry lactate dehydrogenase (ldh) assay,ln 02p56, lot number 47146un15, was identified.

Event description:
The customer observed falsely elevated lactate. Dehygrogenase (ldh) results while using the clinical chemistry ldh assay. The customer provided the following results: patient 1: (no sid provided) initial 121, retest 93. Sid: l282032662, initial 641, retest 279 and 315. Sid: l282032188, initial 1286, retest 279 and 219. Sid: l282032119, initial 636, retest 251 and 251. No impact to patient management was reported.